Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/22/2016 with the following findings: during investigation, the original complaint of the under responsive ok button was unable to be investigated due to no power. Unrelated to the original complaint, there was evidence of contamination found under the contacts when the keypad cover was removed. There was corrosion found in the battery compartment. The battery compartment was found to be cracked. A leak test failed due to the battery compartment cracks. The pump was opened and there was evidence of moisture on the force sensor plate. The keypad flex was fully seated and secure in the connector. Additionally, the pump case was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).